Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for treatment of variceal bleeding in the esophagus of a male patient on (B) (6) 2009. According to the complainant, during the procedure, the band would not deploy. It was reported that the band was attached to the remaining bands that had not been deployed. The procedure was completed with another speedband superview super 7 multiple band ligator device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).